Manufacturer narrative:
Section a: there was no patient involvement. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag console had not started properly since it was unboxed. Immediately after setting up the device, the console displayed a black screen and had not responded since. They attempted turning off and on the device.